Event description:
It was reported while surgeon was implanting the screw through a g7 shell, the outer portion of the screw head sheared off and the screw went completely through the acetabular component. The doctor was able to remove the shell, then the screw, and try again with a new screw. The metal shard from the screw was recovered and removed from the patient. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted h3 other text : device was discarded.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified the screw is covered in bio-debris. The head of the screw has a piece fractured off. Complaint confirmed based on the evaluation of the provided image. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.